Manufacturer narrative:
Initial reporter zip code: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The event of "periimplant effusion" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "implant rupture," "periimplant effusion".

Event description:
Healthcare professional reported right side "increase in breast size recently ultrasound shows implant rupture," "periimplant effusion," and "radial folds at 6-9 o¿clock position noted." Device remains implanted.

Event description:
Healthcare professional reported right side "increase in breast size recently ultrasound shows implant rupture," "peri-implant effusion," and "radial folds at 6-9 o¿clock position noted." Device has been explanted and replaced.

Manufacturer narrative:
Photo evaluation: visual analysis of the photographs identified: rupture: not observed on the device. Seroma-late: unable to observe as it is a medical event that is not related to the device. Crease/folding of implant: not observed on the device. It is not possible to determine the lot number or catalog through the photos provided. Refer to ps-qp-onev-115717:covid-19 quality plan - complaint handling.

Manufacturer narrative:
Additional, changed, and/or corrected data: a4, b5,d6b, g1, h6.

Event description:
Device has been explanted and replaced.

Event description:
Healthcare professional reported right side "increase in breast size recently ultrasound shows implant rupture," "periimplant effusion," and "radial folds at 6-9 o¿clock position noted." Device has been explanted and replaced.